Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, following intraocular lens implantation surgery, the patient experienced negative dysphotopsia. Hence the lens was explanted and exchanged with another company lens in a secondary procedure.additional information was requested and received, stating that there was no further impact to the patient and that the surgeon's prognosis was full recovery.